Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shocking lead impedance out-of-range (oor). The field representative thought that the superior vena cava (svc) coil may have damaged at changed out. Reprogramming changes done to address the issue. The patient now has normal ejection fraction and no history of shock delivered. The lead remains in service. No adverse patient effects reported.